Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device fails calibration. There was no patient involvement.

Event description:
The customer reported the device fails calibration. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the stuck finger mechanical assembly. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel for out of calibration. Tested pm. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 06nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device fails calibration. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device fails calibration. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel for out of calibration. Tested pm. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 06nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the stuck finger mechanical assembly. During servicing we identified a stuck finger which constitutes a reportable malfunction. There was no patient involvement. ¿rate accuracy testing found the device to be delivering out of specification. ¿replacement of the bezel mechanism assembly and re-execution of rate accuracy testing found the pump module to be delivering fluid within specification. This failure mode is being monitored thru previously investigated complaint process. (Refer to pic report for stuck finger dir (B)(4) ). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.